Event description:
The ventilator of the anesthesia machine did not deliver the set tidal volume during exploratory laparotomy; pancreatic mass resection surgery. The anesthesia machine was removed from use and the MFR, general electric, was notified and replaced the on/off switch. No harm to pt.